Event description:
It was reported that no flow was noticed in a multi rate large volume infusor during infusion of fluorouracil and saline solution. Customer states that they were able to prime the infusor with saline solution. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). The lot 13g034 was manufactured july 18, 2013 ¿ july 19, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available at the plant for evaluation. No defect was observed during visual inspection. After the luer cap was removed from the distal luer for a functional test, evidence of flow was immediately observed at the distal luer. No other test was performed. The reported condition is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.